Event description:
It was reported that a command guide wire was attempted to be exchanged for a viperwire advance guide wire, however, due to the heavily calcified anatomy it was unsuccessful. The physician elected to continue to use the command guide wire with the diamondback 360 exchangeable peripheral orbital atherectomy device (oad). A low speed and medium speed treatment were performed. The oad made contact with the wire radiopaque tip. The oad was removed and the wire remained in vivo for additional treatments. Once the wire was removed, it was observed to have fractured. The fractured wire remains in vivo. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Additional information: h6 the device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported it was reported that a command guide wire was attempted to be exchanged for a viperwire advance guide wire, however, due to the heavily calcified anatomy it was unsuccessful. The physician elected to continue to use the command guide wire with the diamondback 360 exchangeable peripheral orbital atherectomy device (oad). A low speed and medium speed treatment were performed. The oad made contact with the wire radiopaque tip. The oad was removed and the wire remained in vivo for additional treatments. Once the wire was removed, it was observed to have fractured. The dback periph exch 1.25mm sl 145cm oad us instruction for use (IFU), warns: ¿the device is designed to track and spin only over the csi peripheral viperwire advance guide wire or the viperwire advance with flex tip guide wire. Do not use any other guide wire with this device.¿ in this case, it is likely that the violation of the IFU contributed to the reported damage. Based on the information received, the investigation determined that the reported device causing damage to another device appears to be related to user error. In this case it is likely that the reported damage is due to using the exchangeable orbital atherectomy device with a non-viperwire guide wire; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a command guide wire was attempted to be exchanged for a viperwire advance guide wire, however, due to the heavily calcified anatomy it was unsuccessful. The physician elected to continue to use the command guide wire with the diamondback 360 exchangeable peripheral orbital atherectomy device (oad). A low speed and medium speed treatment were performed. The oad made contact with the wire radiopaque tip. The oad was removed and the wire remained in vivo for additional treatments. Once the wire was removed, it was observed to have fractured. The fractured wire remains in vivo. The patient was stable.